Event description:
No harm to patient. Catheter, unable to disconnect from needle-safety device. Kelly clamp had to be applied to disconnect the two pieces in order to attach the IV extension for infusion use. The IV was almost lost, due to IV catheter malfunction.